Manufacturer narrative:
The event date is unknown and will be provided if received. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the reportable event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device analysis, the service team identified that the light guide protector was sticky, the grip was sticky, the universal cord was sticky, and the protector of the universal cord on the control section side was also sticky. Additionally, foreign objects were found on the knob wire. There was no patient involvement.